Event description:
Shiley rec'd a valve examination report from a laboratory in england. The lab report stated that the pt had her bjork-shiley convexo-concave heart valve electively explanted. According to the valve examination report, fibrous tissue was present on the inflow aspect of the valve and projected into the orifice of the valve.